Event description:
Same patient as: 2134265-2009-00170, 2134265-2009-00171. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and death occurred. The lesions being treated were located in the 90% stenosed mid left anterior descending (lad) and the 90% stenosed obtuse marginal (om). The lesion was predilated with a 2.0x12mm non-bsc balloon, inflated to 9atm for 11 seconds. The physician deployed a 2.5x15mm promus drug eluting stent, inflated to 16atm for 24 seconds. A 2.50x13mm non-bsc stent was deployed distal to the promus stent, inflated to 8atm for 15 seconds, and a second 2.5x15mm promus stent was deployed proximal to the 1st promus stent, inflated to 12 atm for 12 seconds. The stents were post dilated using a 2.25x12mm quantum balloon, inflated three times to 12-20 atm for 11-14 seconds. The om was predilated with a 2.0x8mm non-bsc balloon, inflated to 12atm for 15 seconds. The same balloon was used to make 2 inflations in the proximal circumflex (cx), inflated twice to 14atm for 10-11 seconds. The physician deployed a 2.25x8mm taxus express2 atom drug eluting stent, inflated to 12atm for 20 seconds, in the om. A balloon inflation was made in the proximal cx with the stent delivery system (sds) balloon, inflated to 12 atm for 15 seconds. A 2.50x16mm taxus express2 drug eluting stent was deployed in the om, inflated to 12atm for 15 seconds. Medications given: heparin, integrelin, and nitroglycerin. Two days post, the stent implant, the patient 'coded'. Angiography revealed thrombosis in the previously treated lesions. Multiple inflation were made in the om with a 1.5x9mm maverick balloon, a 2.25x20mm non-bsc balloon, and a 2.0x15mm maverick balloon, inflated to 12atm for 7-22 seconds. A 2.25x12mm taxus express2 atom stent was deployed in the om, inflated twice to 12-14atm for 10-17 seconds. Then a 2.5x12mm promus stent was deployed in the om, inflated to 16atm for 9 seconds. The patient was shocked and intubated. A code was called and a balloon pump was inserted. Additional angiography was performed. Multiple inflations were made in the mid lad with a 2.5x15mm maverick balloon and a 2.75x15mm non-bsc balloon inflated to 3-14atm for 3-24 seconds. Medications given: epinephrine, heparin, adenosine, and nitroglycerin. The patient was receiving plavix at the time of the event. Four days post the initial procedure, the patient 'coded'. No resuscitation or re-intervention efforts were made. The cause was reported as global ischemia.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.